Event description:
It was reported to tyco healthcare/kendall on 10/29 that a customer had a problem with a foley catheter. Customer reported that a foley catheter was inserted into a patient and 10cc of saline injected. When the catheter was pulled back to secure its location the entire catheter came out and the tip of the catheter was missing. The patient required a cystoscopy to locate the tip. The tip was never located.